Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 7.0x15 mm herculink elite stent was implanted in the moderately calcified, ostial celiac artery. After the stent was successfully deployed, the stent delivery system (sds) balloon did not fully deflate after 30 seconds of pulling negative and took longer than expected to partially deflate. The partially deflated sds met resistance with the guide catheter when it was attempted to retract the sds. The sds was re-advanced and re-inflated, and negative pressure was pulled again, but it still did not fully deflate. The guide catheter was dis-engaged from the ostial celiac and retracted to the aorta. By this time, the sds had fully deflated. The sds and guide wire were removed together. There was no damage to the deployed stent. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Visual/dimensional inspections, and functional testing were performed on the returned device. The reported deflation issue was not confirmed with functional testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents from this lot. It is likely that the difficulty removing the device was due to the balloon being removed partially deflated. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.